Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's hip was revised after patient complaint of pain and instability. The head was found to be disassociated from the stem. Intra-operatively, black tissue was noted in the capsule. The stem, head, and liner (no wear noted on liner) were revised to a restoration modular stem construct with a ceramic head and poly liner.

Manufacturer narrative:
An event regarding disassocaition and altr involving a metal head was reported. Disassociation was confirmed following a clinician review, altr was not confirmed. Method & results: -device evaluation and results: visual inspection: although the device was not returned an image of the explanted metal head was made available. The image appears to show some damage to the taper of the metal head and some scratches on the rim of the device . -medical records received and evaluation: a review by a clinical consultant concluded [...] Cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision.[...] -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's hip was revised after patient complaint of pain and instability. The head was found to be disassociated from the stem. Intra-operatively, black tissue was noted in the capsule. The stem, head, and liner (no wear noted on liner) were revised to a restoration modular stem construct with a ceramic head and poly liner. Update15 oct 18: a review by a clinical consultant has confirmed an unknown trident shell in malposition, with 2 unknown bone screws used for fixation.